Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and post lumber laminectomy syndrome. It was reported that the therapy was not going to the target area since (B)(6) 2016 and the patient was looking to get an adjustment. Additional information was received from the patient. It was reported that the patient¿s ins was replaced. The patient did not know if it was replaced in (B)(6) 2016 or (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.